Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec mgit 960 instrument (p/n 445870, s/n (B)(6)). Customer indicated that after an intervention of an fse (field service engineer) on drawer a and b, after 1 hour more than 100 vials were marked as positive and they would like to know if the vials were reentered instead of entering them again for 35 days before having a result. The bd remote assistance did not identify any additional problems reported by the customers after receiving the information from the application specialist. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact.